Manufacturer narrative:
Approximate age of device ¿ 2 years, 3 months. The patient remains ongoing on lvad support with the device and a non-grounded patient cable for use with the power module. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that unspecified alarms sounded from the system controller while connected to the power module. The patient went to hospital, and while the system controller was connected to the system monitor to download the log files, additional unspecified alarms occurred. The patient was asymptomatic. The system controller log files were reviewed by the manufacturer¿s technical services representative and showed that several pump speed drops occurred while on power module support only. On (B)(6) 2017, an evaluation of the external driveline was performed by the technical services representatives. Rescue tape was present that had been applied approximately six months earlier after the driveline had gotten caught in a zipper. The rescue tape was removed and an area of disruption in the driveline shielding was found. There was no discoloration of the bionate layer or damage to the internal wires. Electrical continuity testing passed and the alarms were unable to be reproduced when the driveline was vigorously manipulated in this area. The hospital staff opted to provide the patient with a non-grounded power module patient cable for use with the power module. No further information was provided.

Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation; therefore, the root cause of the reported event could not be conclusively determined. The report of low speed operation and pump stop alarms was confirmed through the evaluation of the submitted system controller log file. Low speed operation and pump stop alarms occurred on (B)(6) 2017 between 01:45 and 01:54. Additional low speed operation alarms occurred on (B)(6) 2017 between 0:07 and 0:10 and at 12:26. The events captured occurred while the system controller was connected to the power module. A specific cause for these events could not be conclusively determined. X-ray images of the internal and external portions of the driveline were examined and no area of suspected damage was identified. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.